Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding and numbers kept scrolling during bolus. It was also reported that customer received a button error alarm. Customer's blood glucose was 205 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. No numbers scrolling up noted. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.